Manufacturer narrative:
This complaint was reviewed during the retrospective review. The investigation showed that the lot number of the 1363.dd that was involved was part of the recalled of last year.. Dorc was informed that the stock was discarded, this reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with (B)(4) during a tele-conference on 05/31/2017. All available information has been disclosed. This complaint has now been closed.

Event description:
Sil5000.s exploded in combination with 1363.dd lot# sil5000.s: 34714. Information suggests no patient harm.